Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5071065. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a ventral hernia mesh repair procedure on (B)(6) 2013 and the mesh was implanted. Shortly after the procedure, the suture line opened up and put out pus. It finally closed fourteen months later. Since then about every six months another area opens up and puts out pus. In 2016, the patient underwent twelve surgeries to drain the fluid off the abdomen. It was also reported that 60000 ml were drained off and all hoses closed up until the end of 2017. Then the pus discharge came out of the holes. The patient has been hospitalized now four times since 2016. Additional information has been requested.